Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high threshold. It was further reported that during the replacement procedure a further rv lead exhibited unacceptable thresholds. This rv was attempted and used and was replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body tissue. If information is provided in the future, a supplemental report will be issued.